Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a hernia repair on the same side that the artificial urinary sphincter (aus) balloon was located. During the hernia repair the balloon was damaged. Two months later a surgical procedure was performed in which the existing balloon was removed and replaced with a new component. Upon explant the hole was identified by filling up the component and locating the perforation on the side of the balloon. There were no patient complications related to the device.